Manufacturer narrative:
With all the information available surrounding this complaint it cannot be conclusively determined if a conmed product is even involved in the reported incident. The end-user medwatch answered that the product was available for evaluation. Upon contacting brenda kramer and stacey vicinet, risk management st vincent's hospital and healthcare center, the device is available yet not to st vincent's hospital the client's lawyer (or someone associated with the patient) is in possession of the retrieved fragment and will not release it for further evaluation. DHR, device history record, review was not possible, as the lot number for this product has not been made available. Production specific testing and 100% in line inspection is done on the x-wire product. All products with exposed wire are scrapped during production. Furthermore, this failure mode would be detectable through in process inspection and visual checks. No laboratory examination was performed on the complaint product, as no device was made available. The root cause of this complaint cannot be conclusively determined at this time without examination of the suspect fragment of the device. At this time, it cannot be determined if the fragment came from a conmed device; however, if the fragment was from a conmed x-wire, risk hazard analysis documents confirm that the components of the x-wire device are biocompatible. It has not been conclusively determined if the fragment found internally within the patient is from a conmed device; therefore, no corrective action is recommended at this time. Conmed is now considering this complaint closed.

Manufacturer narrative:
Lot history record cannot be performed as the lot number is unknown. The sample has not been returned to conmed for evaluation. The "teflon sheathing" retrieved from the patient may or may not be from a conmed product. The end-user medwatch reports that the device is available for evaluation. To conmed's understanding the only part of the device that is available is the "foreign object" that was retrieved from the patient during a (B)(6) 2008 egd procedure. Attempts are in progress to further obtain additional information regarding this incident and possibly secure the retrieved piece of sheathing for evaluation. A supplemental report will be filed after the quality engineering investigation has been completed.

Event description:
It was reported,"teflon sheathing from what may be a conmed xwire next generation guidewire was discovered protruding from the patient's stomach wall on (B)(6) 2008. Investigation of this matter suggests that the teflon sheathing is similar to the teflon sheathing on the conmed xwire. The surgeon who performed the patient's (B)(6) 2006 eus procedure has confirmed that the conmed xwire next generation guidewire was used for that procedure. This event has been discovered during investigation and discovery involved in litigation. Review of medical records and discussion with involved practitioners was needed to most accurately report this event. While a definite determination is not possible, the patient has asserted that retention of the sheathing possibly occurred during the (B)(6) 2006 eus procedure, which again utilized the conmed xwire next generation guidewire."